Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the catheter was unable to cross the lesion. The lesion was located in the common bile duct (cbd). A hyrdrajag guide wire was advanced and an unspecified rx cannula was placed across the cbd stricture. The bare biliary 10mm x 40mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion. The device was removed and the lesion was dilated with an unspecified 10fr biliary dilator for approximately 2 minutes. The sds was again advanced, however, after "several" attempts the catheter was still unable to cross the lesion. The procedure was aborted and the patient was transferred to the recovery room in "stable" condition.